Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Images were sent to gore for analysis and showed that the ctag device implanted at the level of the left vertebral artery. After ballooning the device there appeared to be flow lumen irregularity within the ascending aorta. Images received by bore showed the diameter of the pt's aorta at the level left vertebral to be 35 mm. The gore tri-lobe balloon catheter filled with 20 cc of fluid creates a balloon diameter greater than 35 mm. According to the conformable gore tag thoracic endoprosthesis and gore tri-lobe balloon catheter instructions for use, dissection and death are listed as potential device and/or procedure related adverse events. Please note that this event was previously reported for the gore tri-lobe balloon under medwatch #2017233-2011-00701.

Event description:
On (B)(6) 2011, the pt was treated for a dissection in the arch of the thoracic aorta and a dissection in the descending thoracic aorta with two conformable gore tag thoracic endoprosthesis. After the devices were successfully deployed, the physician decided to balloon the proximal and distal ends of the devices. While ballooning the proximal end of the first implanted device with 20 cc of fluid, a proximal dissection occurred in the aortic arch. The physician implanted a third conformable gore tag thoracic endoprosthesis to treat the proximal dissection in the aortic arch, but the pt experienced a myocardial infarction and expired during the procedure. The device covered all of the arteries in the aortic arch.